Event description:
It was reported that a homechoice device experienced a high drain alarm. This alarm indicates that the patient drained greater than or equal to 200% of the maximum prescribed cycle fill volume. The alarm occurred while the technical service representative was assisting the patient with ending therapy. The specific high drain number was not reported. It was not specified if the patient was connected to the device at the time of the alarm. The power was cycled to clear the alarm and the patient was advised to notify their nurse of the event. There was no patient injury or medical intervention associated with this event. Additional information is not available.

Manufacturer narrative:
(B)(4). Lot manufactured: february 2012. The device was not returned; therefore, a device analysis could not be completed. A device history record review revealed no issues that could have caused or contributed to the issue. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.